Event description:
It was reported that the patient was not getting enough pain relief. The patient underwent an explant procedure wherein all device components were removed and not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21468738/5036364.